Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer stated while using the avea ventilator, it is alarming high and low fio2. The customer stated there was a patient on the unit when the reported issue occurred, there was no harm or injury.